Manufacturer narrative:
Section h10 has been corrected. No customer contact was provided, so stryker could not reach out for return of the product or patient details. Patient fields in which information is not provided were intentionally left blank. The device was not returned to redmond. The reported issue could not be verified, could not be duplicated, and root cause could not be determined. The device remains unrepaired with the customer.

Event description:
The food and drug administration (FDA) contacted stryker to report that a customer's device did not provide defibrillation energy and that the device kept prompting "connect electrodes" when the defibrillation electrodes were already connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The food and drug administration (FDA) contacted stryker to report that a customer's device did not provide defibrillation energy and that the device kept prompting "connect electrodes" when the defibrillation electrodes were already connected. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.